Event description:
While performing svc for an unrelated event, the co customer support engineer (cse) discovered that the audible alarm was intermittent. The cse was not authorized to repair the unit, but reported the problem to the customer. The customer will attend to the unit's repair. This report is not an admission by co that this device caused or contributed to the event alleged in this report.